Event description:
The pump was returned for investigation. Investigation revealed an internal motor failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed call service alarms on 09/30/2013. The pump could not be exercised due to call service alarms occurring during testing. The pump was opened for further investigation, and an internal motor failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).